Event description:
It was reported that the inflatable penile prosthesis (ipp) pump could not be pressurized, resulting in the body of the penis could not erect. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified both cylinders presented wear at fold in the proximal end, middle, and distal end of the cylinder. The device was functionally tested too, concluding the cylinders passed the leakage test. The allegation of an inflation issue was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump could not be pressurized, resulting in the body of the penis could not erect. A surgical procedure was performed to replace the system. There were no further patient complications.